Event description:
Procedure: radio frequency ablation. The initial reported event was that during radio frequency ablation, water leaked from the inflow tube, a new device was used to complete the procedure. On march 27, 2007 during investigation of the returned device, the investigator found water leaking from the handle of the device which has the potential to affect the sterile field.

Manufacturer narrative:
Design of the CT series ablation devices has been changed to prevent this type of leakage and the new design is reflected in the act series. The CT series is no longer manufactured.